Manufacturer narrative:
(B)(4). The device referenced in this report was returned to siemens for evaluation. There was no visible damage noted during visual inspection. The device was functionally tested the system error was able to be reproduced. Acoustic performance tests were impossible because of system error message. During destructive analysis, it was found a thermistor+ trace crack and open on gastro flex #7 which could lead to system error 31 (temperature/thermal). Electrical open was confirmed by multimeter test. The likely root cause of the reported event was identified as gastro flex thermistor trace crack and open because of insufficient gastro flex reliability which is related to design. The gastro flex thermistor trace width has widened in the tolerance to reduce cracking through (B)(4) since mar. 2017. This defective transducer is prior corrective action's one. A review of the device history record (DHR) was performed and there is no information to indicate any non-conformance at the time of manufacturing process.

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that the doctor was scanning the patient during a transcatheter aortic valve replacement (tavr) procedure when the transducer displayed a usacquisitionhw_31 error. The doctor replaced the transducer with another similar device to continue and complete the tavr. There was no loss of data and there was no patient adverse event reported. No additional information was provided.